Event description:
Per the clinic, the patient experienced inflammation at the implant site resulting in a decision to explant the device on (B)(6) 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4): device not returned to manufacturer.